Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/16/2017. It was reported that following insertion patient experienced urinary tract infection.

Event description:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat stress urinary incontinence, pelvic pain, dysmenorrheal and a sling was implanted. Concomitantly the patient underwent a total abdominal hysterectomy. It was reported that following insertion the patient experienced pain, urinary/bowel problems, fistula, recurrence, bleeding and dyspareunia. (B)(4) - undefined recurrence; dyspareunia; urinary and bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.